Event description:
It was reported that the patient had low voltage alarms on the weekend. The clip attached to the black cable had trouble sending power and the patient would have to hold pressure on it to keep it in. The system controller was exchanged. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The site had not had an issue this significant with a controller and the controller cable looked fine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms and having a loose power cable connection was not confirmed. A review of the submitted controller event log file (101201) spanned approximately 12 days (05jun2025 ¿ 16jun2025 per time stamp). There were no atypical low voltage alarms active in the log file; however, on (B)(6) 2025 at 21:06:49 there were several instances of pressing the silence alarm button without an alarm active. There were no notable alarms active in the log file. A review of the submitted controller periodic log file (101201) spanned approximately 11 days at 1-hour intervals (B)(6) 2025 per time stamp). There were no notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The power cable connectors were checked to make sure there was no issues when making connections. Both connectors were able to be secured without any resistance inserting or disconnecting. The provided information stated that the clip attached to the black cable was having trouble sending power and the patient would have to hold pressure on it to keep it in. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: damaged white and black strain reliefs. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.